Event description:
The patient presented to the ed early in the afternoon with chief complaint: aicd firing x 12 since late morning. The patient did not experience any chest pain, nausea, vomiting, or shortness of breath (sob). There was no trauma, history of similar event, recent travel or sickness. The aicd was interrogated in the ed by electrophysiology nurse practitioner. The data retrieved from the device showed that the device had provided at least 40 shocks. There was noise noted on the rv wire. "Evidence of wire fracture upon interrogation. Device therapy shut down immediately." Pacing therapy left on. The patient was admitted. During hospitalization, the patient had a cardiac cath with pci to one vessel. A thallium stress test, which showed that since implant of ICD 4 years ago, ef (ejection fraction) improved to normal (55%), and echocardiogram which showed "grossly normal lv function." There was full discussion with the patient, regarding no further need for the device. Left ventricular function has improved to normal since aicd has been implanted. The decision was made, with the patient, to deactivate the aicd fully, including pacing function. The patient had a satisfactory outcome.